Event description:
Tah procedure with insertion of adhesion barrier surgiwrap. Product inserted in pt. Recommendation that a suture be used to hold in place, but not "mandatory". Pt returned to doctor one week later; lysis of adhesions and small bowel obstruction. The surgiwrap product may have migrated and helped contribute to unplanned surgical return.